Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling anymore. Per follow up information received on 19-may-2022, there was no patient was involved and the level sensor was replaced.

Event description:
It was reported that the arctic sun device was not cooling anymore. Per follow up information received on 19-may-2022, there was no patient was involved and the level sensor was replaced. Per evaluation summary, arctic sun device did not cool properly because there was too much water in the tank and the defective level sensor was the cause.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.